Manufacturer narrative:
(B)(4).

Event description:
Procedure: roux-en-y. According to the reporter: suturing was done for closing duodenum. At 2-3 hours after the surgery, blood was seen in drain. Blood pressure was dropped temporarily, map 8 unit transfusion was done. Re-surgery was done on the next day. The bleeding part was right in the middle of duet stapled line. One-third left side of the pt. It seemed arterial hemorrhage. Additional suturing was done on the stump.